Event description:
Information was received indicating that infusion did "not seem to work correctly" with a smiths medical cadd-legacy duodopa ambulatory infusion pump. The specific delivery issue was not provided. No adverse patient effects were reported.